Manufacturer narrative:
(B)(6) 2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head broke off in mouth - oral-b [device breakage] case narrative: female consumer via e-mail stated that the oral-b toothbrush head broke off in her mouth. No injury was reported. (B)(6) 2023 follow up via e-mail: the suspect product lot was ap22451519. The suspect product was oral-b power oral care refills io series. The concomitant product was an oral-b io toothbrush, type 3776. No injury was reported. (B)(6) 2024 amendment from information initially received via e-mail on (B)(6) 2023: the concomitant product lot was ap22451519. This product lot was deleted from the suspect product. No injury was reported. (B)(6) 2024 product investigation results: the suspect product confirmed to be oral-b rechargeable toothbrush handle 3776 ioseries5 g5 model iog5d.2j6.2k. The concomitant product confirmed to be oral-b power oral care refills io series. No injury was reported.

Event description:
Brush head broke off in mouth - oral-b device breakage case narrative: female consumer via e-mail stated that the oral-b toothbrush head broke off in her mouth. No injury was reported. 22-dec-2023 follow up via e-mail: the suspect product lot was ap22451519. The suspect product was oral-b power oral care refills io series. The concomitant product was an oral-b io toothbrush, type 3776. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.